Event description:
It has been reported to philips that system was stuck at 0:00 at boot up. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that geo pc was failing. The geo pc has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to addition information received the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was unable to start¿, as geo ipc had failed. The philips engineer replaced the geo ipc. After replacements of geo ipc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.